Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient presented with trace diffuse lamellar keratitis (dlk) and opaque bubble layer (obl) (limbal) in both eyes after treatment. Account reported that increase in steroids was necessary due to the dlk to either 5 times a day or 6 times a day. It was reported on (B)(6) 2016 that dlk resolved with the increase steroid drop regimen.